Event description:
Discrepancy with two inratio meters and two patients: pt 2: (B)(6) 2010, meter 1: 2.5, meter 2: 2.5: lab (5 minutes after meters): 6.5.

Manufacturer narrative:
Investigation pending.